Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose. Customer's blood glucose value was 435 mg/dl. Customer said that insulin pump had a suspended the delivery. Customer stated the insulin pump had an insulin flow blocked alarm. Customer stated that the troubleshooting was declined by customer. The insulin pump will not be returned for analysis.